Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown drug via an implant able pump. The indication for use was non-malignant pain. It was reported the patient's pump and catheter were removed, on (B)(6) 2019, due to an infection. It was unknown if any environment al/external/patient factors that may have led or contributed to the issue. The patient was implanted with a new system today and the pump was filled with preservative free saline during surgery. The patient will have drug added to pump at post op appointment. The hcp requested a tyry pouch was to be used also. It was noted the issue was resolved.